Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received a replace battery now alarm on the insulin pump. The customer¿s blood glucose level was unknown. The customer stated that the pump indicated empty battery while inserted a new battery and pump turned off without any warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed idle current test, run current test, self test, off no power test and displacement test. No unexpected battery power loss alarm, off no power alarm or empty battery alarm noted.